Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25mg/ml at 1 .2mg/day and bupivacaine. It was reported the office had called to have someone come read the pump. Stated the physician was out of town and the patient was having an issue. The patient had been in the hospital overdosing. The environmental, external or patient factors that may have led or contributed to the issue was the patient recently had drug change according to the office. The diagnostics and troubleshooting included the pump was read. The actions and interventions taken to resolve the issue was the patient went to a new physician today. It was unknown if the issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) and a healthcare provider (hcp). It was reported that there were no infusion issues that the original rep was aware of. They looked at a prior printout of when the hcp changed the concentration and drug and a bridge bolus was done. The patient went to a different hcp to address the issue. The new hcp performed a catheter access port procedure. They removed 37 of the 39ml volume in the reservoir, and added 38ml of pf saline to reduce the drug concentration. The hcp was able to successfully aspirate the catheter. A single prime bolus of 0.16ml was delivered. The catheter was aspirate again and then another additional bolus of 0.16ml was delivered. The catheter was again aspirated. The infusion rate was set to 0.1mg/day with concentration of 1.25mg/ml of morphine. A final priming bolus was performed.